Event description:
The contralateral system deployed prematurely and wire access was lost. After regaining wire access the contralateral limb was ballooned and stent to ensure flow. The final angogram revealed brisk flow to the limb and to the native vasculature.